Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system.

Event description:
During file review it was noted that add'l info provided by the user facility indicates there was no pt impact/injury associated with this event.